Event description:
It was reported that the patient is experiencing muscle pain while wearing the bone stimulator and has not been able to wear it recently. The sales rep recommended she wear it for a couple of hours at a time and then increase her wear time. The patient stated the unit caused extreme headaches and a lot of aches and pains. She also had numbing and tingling. She wore it 24/7 at first. She's feeling achy. It was later reported the patient has stiffness, and achiness and feels exhausted all the time. The patient reported that the pain level was an 8 on a scale of 1 to 10. The patient reported that when she initially got the unit she was treating 24/7 but she has reduced the time she is using it but there has been no change to the pain and stiffness.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales representative that the patient is experiencing muscle pain while wearing the bone stimulator and has not been able to wear it recently. The sales representative recommended she wear it for a couple of hours at a time, and then increase her wear time. The patient stated the unit caused extreme headaches and a lot of aches and pains. She has an appointment with the doctor. She also had numbing and tingling. She wore it 24/7 at first. She's feeling achy. The doctor office told her to call the sales rep. The patient will conduct a timed test and call back if there are any issues. I spoke with the patient regarding the pain. The patient stated that she has stiffness, achiness and feels exhausted all the time. The patient reported that the pain level was an 8 on a scale of 1 to 10. The patient reported that when she initially got the unit, she was treating 24/7 but she has reduced the time she is using it but there has been no change to the pain and stiffness. The patient reported that the doctor had previously prescribed pain medication in the past not related to the issue with our product. The patient was advised to contact her doctor if the pain does not get better. No additional patient consequences have been reported. The spak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.